Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports a patient with granulomas along the entire treated area (chin/part of the jaw) over the last two years the patient has had 5 sessions of filler and been injected with a total of 12ml [unspecified] juvéderm® voluma¿, 4ml [unspecified] juvéderm® volift¿, 6ml juvéderm® volux¿ and 1ml juvéderm® volbella¿ with lidocaine. Hcp states "three months after that last session the patient returned to me with , hard granulomas along the entire chin+jaw line corresponding to the treated areas: jw1+jw2 + jx4+jw5 + c6". "There is no redness, fever or pain but the affected areas appear slightly swollen. Hcp advised "we are trying to dissolve this now with hyalase x 3 in connection with check-ups, which has reduced it somewhat, but far from completely". Symptoms ongoing. This record relates to the fourth session in which the patient received 1ml of [unspecified] juvéderm® voluma¿. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00171 (B)(4), MDR ID #3005113652-2020-00173 (B)(4), MDR ID #3005113652-2020-00174 (B)(4), MDR ID #3005113652-2020-00175 (B)(4), MDR ID #3005113652-2020-00178 (B)(4), MDR ID #3005113652-2020-00179 (B)(4), MDR ID #3005113652-2020-00180 (B)(4), and MDR ID #3005113652-2020-00172 (B)(4). This MDR is being submitted for juvéderm® voluma®.